Event description:
It was initially reported that there was difficulty with filling a pt's pump reservoir. Conflicting info was reported as to whether they were able to aspirate, however, filling the pump was not accomplished. There were no therapy or medical issues. The needle and tubing was found to be patent. In regards to needle orientation, there was no depth issue. The pump did not move around in the pocket. The silicon rubber septum was noted as having been felt. Regarding a locked reservoir valve procedure, they were still unable to fill. On (B)(6) 2010, it was later reported that the pt had two pumps implanted, and the physician indicated that the malfunction was due to a "breakdown." The pt was scheduled for his pump replacement on (B)(6) 2010. This would be his third pump replacement in 5 yrs. A company rep and a physician had spent 20 to 30 minutes trying to resolve the issue on (B)(4) 2010. On (B)(6) 2010, it was noted that the pt had received a recall letter for his pump that was replaced. The pt believed that his pump had reached its "end of life." The pt's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Refer to MFR report # 6000030-2008-03658 for reference of previous device issues. Additional info is being requested from the hcp, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).